Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation, however; medical records were received for evaluation. Therefore, the investigation is confirmed for retrieval difficulties and material deformation. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced material deformation and difficult to remove. The information was received from a single source. One patient was involved with no reported patient injury. A (B)(6) year old male patient's weight was not provided.